Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was alarming during drain 1. While troubleshooting the alarms, the patient discovered fluid on the floor. She reported that she had missed clamping one of the unused lines and it was leaking fluid onto the cycler and the floor. The patient was advised to contact her pd nurse. The set was retained and is being made available for evaluation. During follow up, the patient reported that her effluent has remained clear. She notified her pd nurse and was prescribed prophylactic antibiotics. No adverse event reported at this time.